Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid rx basket in an attempt to crush a large stone. However, the handle cannula of the trapezoid basket broke during the attempt. This caused the basket to become stuck inside the patient's bile duct. The handle of the trapezoid was cut off, and a soehendra lithotripter handle was attached to the wire of the basket to remove the stone from the basket. The basket was then successfully removed from the patient's bile duct. The procedure was completed with another trapezoid rx basket. There have been no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Block h6: device code 1069 captures the reportable event of handle cannula break. Block h10: visual inspection of the returned device found the handle cannula was detached from the handle. Both dimples from the screws were visible at proximal section of the handle cannula and drag marks were present from dimples towards the proximal end, as the handle cannula had been forcibly pulled out from the set screws. The handle label was removed to expose the set screws which were found to be present in the handle assembly. The pull wire was found kinked in different section of the device. The basket wires were also found to be deformed and the tip was still attached to the basket wire assembly. Additionally, the coil and pull wire were cut in the proximal section, marks were present indicating that the components were cut using an unknown object during the procedure. The distal screw and proximal screw depth were measured, and both were found within specification. Based on all available information, the investigation concluded that procedural and anatomical factors encountered during the procedure likely affected the device's performance and integrity. Handling and manipulation of the device can lead to handle cannula pulling out from the finger ring. The drag marks in the handle cannula indicates that excessive force was applied to the handle to crush the stone resulting in handle cannula detachment, basket wires bent, and pull wire kinks. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid rx basket in an attempt to crush a large stone. However, the handle cannula of the trapezoid basket broke during the attempt. This caused the basket to become stuck inside the patient's bile duct. The handle of the trapezoid was cut off, and a soehendra lithotripter handle was attached to the wire of the basket to remove the stone from the basket. The basket was then successfully removed from the patient's bile duct. The procedure was completed with another trapezoid rx basket. There have been no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.